Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device is not working properly. An alternate device was used to complete the procedure. No delay in the procedure and no patient harm. This device involves one device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: material received not original packed with signs of usage without damages. The investigations of the work order shows that every torque limiter was 100% tested in the function and torque. Torque limiter was tested according to the new test instruction and the results passed. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.